Event description:
It was reported that the right atrial (ra) lead measured low impedance. The lead remains in use. No patient complications have been reported as the result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1158t competitor implantable pacing lead 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was additionally reported that the lead exhibited small and regularly under sensed p-waves. Electrograms showed background noise. The chronic low impedance was again noted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.